Event description:
A malfunction alarm known as altitude alarm 21 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it stayed between 54-500 mg/dl, which is within a normal range. The customer had experienced this issue with the same pump previously and was following all recommended precautions. Technical support decided to replace the pump. No backup method of insulin therapy was provided.